Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 300 mg/dl which went up to 490 mg/dl after trying to give correction with the insulin pump. It was reported that there was no damage on the reservoir. Troubleshooting was not able to be performed. The reservoir will not be returned for analysis.